Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval, returned to manufacturer on, imdrf annex a, g, b, c codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of error code 210.5020 (peripheral version response failure) was confirmed through log analysis and was also successfully replicated during testing of the suspect pump module. The external inspection of the suspect pump module did not reveal any structural damage, and all components were confirmed to be manufactured by bd. The internal inspection identified damage on the door harness assembly, specifically the connector interfacing with the logic board, and component c34 on the motor controller board was found partially detached (this is an incidental finding and is not related to the reported issue). No other conditions relevant to the reported event were observed. The suspect pump module was connected to a known good pcu from the dchu investigation laboratory and powered on, promptly reproducing the reported error code 210.5020 (peripheral version response failure). Because the door harness assembly is integrated within the bezel assembly, a known good bezel was installed strictly for testing purposes. After replacement, the pump module powered on successfully without displaying error code 210.5020. A basic infusion was then programmed at 999ml/h with a vtbi of 999ml over 1 hour, which concluded without alarms or anomalies. Preventive maintenance was subsequently performed using alaris system maintenance (asm) software v12.5, with all tasks passing successfully. The logs from the pump module were retrieved to determine the details of the reported event. According to the facility, the event occurred on 07jan2026, however, the time was not reported. A review of the pump module error log identified one occurrence of the error code 210.5020 (peripheral version response failure) on 07jan2026 at 9:41 am, matching the reported date of the event. Additionally, three prior occurrences of the same error code were recorded on 25nov2025, at 12:03 pm, 12:19 pm, and 12:20 pm. A review of the pump module event log showed that the last activity recorded occurred on 07jan2026, when the pump module was attached to a pcu s/n 16421186 and powered on at 9:41 am. At that moment, the pump module was assigned to channel a; however, immediately during the same minute, a channel malfunction event corresponding to error code 210.5020 was logged, after which no additional activity from this pump module was recorded. Per the bd alaris channel error tipsheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operations on the affected channel stop; other infusing channels will not be affected. The bd alaris¿ system user manual v12.3.1, states not to use a device with any damage. Send it to biomedical engineering for repair. There was no information on patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of error code 210.5020 (peripheral version response failure) is being attributed to a damaged door harness assembly, specifically the connector interfacing with the logic board. This condition likely caused incomplete or unstable communication between the pump module display assembly and the logic board during system startup. After replacing the bezel assembly (which houses the door harness assembly) with a known good unit, the error was no longer reproducible, and the device operated within specifications. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a large volume pump module had a channel error with error code 210.5020. The pump module was lighting up when connecting, but the channel indicator will not label. The iuis were changed but the same issue continued to occur. There was no information on patient involvement.

Event description:
It was reported that a large volume pump module had a channel error with error code 210.5020. The pump module was lighting up when connecting, but the channel indicator will not label. The iuis were changed but the same issue continued to occur. There was no information on patient involvement.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had channel error was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a large volume pump module had a channel error with error code 210.5020. The pump module was lighting up when connecting, but the channel indicator will not label. The iuis were changed but the same issue continued to occur. There was no information on patient involvement.